Event description:
It was reported that occlusion alarms occurred. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) level was 390-over 500 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.